Event description:
I purchased socks claiming or inferring they will help with neuropathic pain stated on their website. The company is called "soothrelieve'. I received a pair of socks made of a routine appearing sock fabric. I could not wear them as they were too small and didn't stretch. This is scam indicating a medical claim and should be stopped.